Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Though the incident could not be confirmed based on this complaint, the probable root cause for reported blood leaking from the top port could be due to valve issue. CAPA# (B)(4) has been initiated to address the issue.

Event description:
It was reported that 4 unspecified bd venflon¿ pro safety shielded IV catheters leaked blood from the top port during use. The following information was provided by the initial reporter: "the user reported blood leaking from the top port. On each occasion the device had to be removed and replaced."

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that 4 bd venflon¿ pro safety peripheral safety IV catheters leaked blood from the top port during use. The following information was provided by the initial reporter: "the user reported blood leaking from the top port. On each occasion the device had to be removed and replaced." D.1. Medical device brand name: bd venflon¿ pro safety peripheral safety IV catheter d.3. Medical device manufacturer: becton dickinson medical (singapore) (tuas) d.4. Medical device catalog #: 393229. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton dickinson medical (singapore) (tuas). G.5. PMA / 510(k) #: na. H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. From the verbatim, the probable root cause for reported blood leaking from the top port could be due to valve issue. CAPA# 1379444 has been initiated to address the issue. H3 other text : see h.10.

Event description:
It was reported that 4 bd venflon¿ pro safety peripheral safety IV catheters leaked blood from the top port during use. The following information was provided by the initial reporter: "the user reported blood leaking from the top port. On each occasion the device had to be removed and replaced."